Event description:
Hospital is concerned about air entry into the system from a control syringe. They state that there is a "loose piece of rubber from the plunger." There has been no patient incident or injury. A syringe sample is being returned.